Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, through follow up with the hospital, it was learned a 21mm aortic valve was explanted after an implant duration of approximately 8 months (8.93 months) due to paravalvular leakage. The 21mm valve was implanted on (B)(6) 2011 and explanted on (B)(6) 2012. When the chest was opened, paravalvular leakage was not observed. It was commented that the pvl must have come from calcification around the aortic annulus. It was also commented that all the calcification was removed and the 21mm valve was replaced with a magna ease 19mm valve, model 3300tfx.

Manufacturer narrative:
(B)(4). Method: device not returned. No follow up doctor or surgeon information was provided. According to the hospital, the device is not available for return because it was discarded by the hospital. No additional information is available. Conclusion: a paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.